Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapeasevena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to ivc thrombosis, bilateral extremity swelling, pain, unsuccessful thrombectomy and hospitalization. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led the patient to severe fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
The medical records confirm the date of the index procedure was (B)(6) 2010. After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of diabetes, morbid obesity (weight is more than (B)(6)), pneumonia, respiratory failure requiring intubation and later a tracheostomy, acute deep vein thrombosis (dvt), pulmonary embolism (pe), osteoarthritis, hypertension, hyperlipidemia and hypokalemia. Surgical history was significant for hysterectomy, oophorectomy (x1) and a cholecystectomy. The indication for the filter implant was recurrent pulmonary embolism despite anticoagulant treatment, the patient also had lower limb swelling and pain. The filter was deployed via the right femoral vein. It was placed in the infrarenal area. Four years and nine months after the index procedure, the patient presented to the hospital with increasing bilateral lower extremity pain. A venous doppler was done, no deep vein thrombosis (dvt) was identified. However, the patient was found to have uncontrolled blood sugar and hypokalemia. The patient was discharged from the emergency department. The following month, the patient was admitted to the hospital with urinary retention and a urinary catheter was introduced. The patient also experienced increased pain and swelling of the bilateral extremities, an arterial doppler was done demonstrating adequate arterial flow. A venous doppler showed acute dvt. Blood work indicated that the patient was hyponatremic and had evidence of acute renal failure. This was reportedly due to volume shifts with the deep vein thrombosis, leading to more fluid retention in the legs and inadequate intravascular volume in turn contributing further to the clotting disorder. The following week, a computed tomography (CT) scan of the abdomen and pelvis with and without contrast was performed to evaluate for caval thrombosis. Results indicated that it was a limited evaluation of the ivc due to the large size of the patient. There was a slight decreased attenuation within the ivc filter this may be due to beam hardening effect. Contrast is identified proximal and distal within the ivc and therefore no definite thrombus can be identified within the ivc; however, for definitive confirmation a venogram was recommended. Three days later, a right lower extremity venogram was performed for the indication of bilateral deep vein thrombosis. The patient's right leg venogram showed that her popliteal, superficial femoral vein, as well as common femoral vein and iliac system were occluded. Her inferior vena cava was occluded all the way up into the filter itself. The patient was scheduled to be transferred to a different hospital for thrombolysis, the records for that procedure have not been provided. Although notes in the medical records state that the patient underwent rheolytic thrombectomy of the right femoral vein and unsuccessful thrombectomy of the left femoral vein. Four years and eleven months after the index procedure, the patient was admitted to the hospital with bilateral lower extremity swelling and pain. The patient was diagnosed with deep vein thrombosis and inferior vena cava thrombosis. An inferior vena cava and bilateral venogram was performed. The patient underwent catheter directed thrombolysis of the bilateral ilieofemorals with good results except for continued inferior vena cava filter thrombosis. The patient was discharged with directions to use a different product for anticoagulation therapy. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and or occlusion of the inferior vena cava. The form also states that the device was unable to be retrieved. However, there is no documented attempts to retrieve the filter. The form also states that the patient experienced fear, stress, anxiety and loss of enjoyment of life. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava (ivc) thrombosis, bilateral extremity swelling, pain, unsuccessful thrombectomy and hospitalization. Additional information received states that the patient experienced blood clots, clotting, and or occlusion of the inferior vena cava and that the device was unable to be retrieved. However, there is no documented attempts to retrieve the filter. The patient also reports to have experienced fear, stress, anxiety and loss of enjoyment of life. The patient¿s medical history was significant for diabetes, morbid obesity (weight is more than 340 pounds), pneumonia, respiratory failure requiring intubation and later a tracheostomy, acute deep vein thrombosis (dvt), pulmonary embolism (pe), osteoarthritis, hypertension, hyperlipidemia and hypokalemia. Surgical history was significant for hysterectomy, oophorectomy (x1) and a cholecystectomy. The indication for the filter implant was recurrent pulmonary embolism despite anticoagulant treatment, the patient also had lower limb swelling and pain. The filter was deployed via the right femoral vein and placed in the infrarenal area. Four years and nine months post implant, the patient presented to the hospital with increasing bilateral lower extremity pain. A venous doppler was done and no deep vein thrombosis (dvt) was identified. The following month, the patient was admitted to the hospital with urinary retention and a urinary catheter was introduced. The patient also experienced increased pain and swelling of the bilateral extremities, an arterial doppler was done demonstrating adequate arterial flow. A venous doppler showed acute dvt. Blood work indicated that the patient was hyponatremic and had evidence of acute renal failure. This was reportedly due to volume shifts with the deep vein thrombosis, leading to more fluid retention in the legs and inadequate intravascular volume in turn contributing further to the clotting disorder. The following week, a computed tomography (CT) scan of the abdomen and pelvis was performed to evaluate for caval thrombosis. Results indicated that it was a limited evaluation of the ivc due to the large size of the patient. There was a slight decreased attenuation within the ivc filter this may be due to beam hardening effect. Contrast is identified proximal and distal within the ivc and therefore no definite thrombus can be identified within the ivc; however, for definitive confirmation a venogram was recommended. Three days later, a right lower extremity venogram was performed for the indication of bilateral deep vein thrombosis. The patient's right leg venogram showed that her popliteal, superficial femoral vein, as well as common femoral vein and iliac system were occluded. Her inferior vena cava was occluded all the way up into the filter itself. The patient was scheduled to be transferred to a different hospital for thrombolysis, the records for that procedure have not been provided. Although notes in the medical records state that the patient underwent rheolytic thrombectomy of the right femoral vein and unsuccessful thrombectomy of the left femoral vein. Four years and eleven months after the index procedure, the patient was admitted to the hospital with bilateral lower extremity swelling and pain. The patient was diagnosed with deep vein thrombosis and inferior vena cava thrombosis. An inferior vena cava and bilateral venogram was performed. The patient underwent catheter directed thrombolysis of the bilateral ilieofemorals with good results except for continued inferior vena cava filter thrombosis. The patient was discharged with directions to use a different product for anticoagulation therapy. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Swelling of the legs, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava (ivc) thrombosis, bilateral extremity swelling, pain, unsuccessful thrombectomy and hospitalization. The information also indicated that the filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications and an increased progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led the patient to severe fear, stress, anxiety and loss of enjoyment of life. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported caval thrombosis could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety, pain and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The code for 'swelling' has been included in section, the following sections have also been updated.

Manufacturer narrative:
Correction to product code.